Event description:
Patient received proplast temporomandibular joint replacement in january, 1986. Approximately 6 months prior to september, 1992, hospitalization for removal of implants, patient began to experience preaurucular pain. Radiographs and tomograms showed lateral pole degerneration of mandibular condyle. Implants and associated foreign body granulomata were removed surgically september 29, 1992. Pathological exam performed; implants remain in safekeeping at hospital. Vitek not notified as have gone out of businessdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration, unanticipated adverse reaction - long term. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.